Event description:
When the balloon was inflated it was noted under fluoro that the distal end ruptured. The balloon was inflated to 9 atms. The physician then pulled back the balloon to bring it out thru the sheath. As he was pulling back, the balloon detached from the shaft. The shaft was removed and the balloon remained in the patient. After multiple attempts to snare the balloon out without any success, the physician deployed a stent to push the balloon up against the wall of the vessel.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because there was no lot number available. The procedure date was also unavailable.